Event description:
Caller reported a cgm error identified as error 42 while using a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump; however, the customer was unable to complete the reset at the time as they did not have the charging cable with them at work. The customer planned to call back to complete the pump reset.